Manufacturer narrative:
The liquid embolic material was not returned for analysis as it was consumed in the procedure. Based on the reported information, there was no allegation that a malfunction or deficiency of the liquid embolic material occurred during the embolization procedure. Based on the reported information, there is no evidence suggesting that the material was defective, but rather a medical, procedure and patient condition related event. Hemorrhage and neurological deterioration are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Linked mdrs: 2029214-2018-00562, 2029214-2018-00563, 2029214-2018-00565 and 2029214-2018-00566. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the patient experienced a subarachnoid hemorrhage and neurological deterioration post the onyx embolization procedure. Post the onyx embolization procedure, the patient developed asymptomatic subarachnoid hemorrhage (procedure related), "important" headaches, nausea associated to some atypical paresthesia. These symptoms were reported to have been related to the procedure and not related to the meningeal hemorrhage. The patient received urbanyl and the event resolved in (B)(6) 2017. The patient was also reported to have developed asthenia (weakness. Lack of energy and strength. Loss of strength), which was reported to have been related to the urbanyl medication. This event resolved by the (B)(6) 2017. The urbanyl medication was stooped.